Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was not further specified. The patient was hospitalized for the event. The patient was treated with intraperitoneal fortaz (dose, frequency, and duration not reported), intraperitoneal vancomycin (dose, frequency, and duration not reported), and an unspecified antibiotic (dose, route, frequency, and duration not reported) for the peritonitis. The patient was discharged from the hospital after two days. At the time of this report, the recovery status of the patient was unknown. Treatments with fortaz and vancomycin were ongoing. Dianeal and extraneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.